Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds. It was noted that the slack decreased when the patient sat up causing increased pacing threshold. No additional adverse patient effects were reported.